Event description:
The caller alleged a variance between inratio inr results with two (2) unexpected low results. (B)(6) there were no laboratory inr comparisons reported and no warfarin dose changes based off any of the inratio results. The caller reported that the inratio monitor was not in the correct mode when the finger stick was performed. This is considered an improper technique/user issue when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide laboratory reference results; therefore, the accuracy of the inratio results is unable to be determined without additional information. It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for lot#355822 did not uncover any relevant non-conformances and the lot met release specification. Although an improper technique/user issue was identified, a root cause could not be determined without additional information. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.